Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis investigations did not replicate nor confirm the customer reported complaint of ¿tips not closing¿. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The clip passed clipping tests and moved intuitively. The instrument was fully functional. No product issue was found during visual and manual inspection.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of the large hem-o-lok clip applier were not closing. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.